Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The affected device was returned for evaluation. The evaluation of the fractured plate revealed that the fracture was caused due to overload. The fracture surfaces of the both fragments show high deformations. Most probably caused by friction of both fragments against each other. X-rays were provided and sent to our clinical expert. The submitted x-rays show an unstable comminuted distal femoral shaft fracture fixed with an axsos distal femur plate. Besides supracondylar femoral nailing, internal fixation with an axsos plate (or with a similar plate made by competitors of stryker) is state of the art in such distal femoral shaft fractures with extension near to the knee joint. Therefore, the indication and the surgical procedure have to be estimated as absolutely correct. But, the postoperative x-rays clearly show an extended callus formation especially at the medial side which indicates a deficient medial pillar. This implies an absolutely poor constellation for the inserted lateral plate because nearly all forces and bending moments are transmitted by the plate without any sufficient support by the bone itself. It is well known, that plates in the lower extremity have a limited durability and tend to fatigue fracture in the case of delayed union or a non-union. Furthermore, all plates are not intended to load full weight bearing in unstable fractures with insufficient medial bone contact. Therefore, stringent partial weight bearing is mandatory until full bone consolidation is verified in the follow up x-rays. This is clearly described in the operative technique and/or in the instructions for use and well known to average skilled trauma surgeons. With the insertion of a plate in an unstable comminuted distal femoral shaft fracture the racing bone consolidation against implant failure starts. In the given case there are clear clinical and radiological signs of a non-union without sufficient bone consolidation. The affected axsos plate shows typical signs of a fatigue fracture in the area of a plate hole, which is a typical weak point of all plates. The given case clearly presents a typical fatigue breakage of an osteosynthesis plate due to long term overloading in an unstable fracture constellation and a nonunion. Based on investigation results, this case could be classified as user-related. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
After initial surgery on (B)(6) 2012 for a comminuted distal femoral fracture surgeon implanted a 12hole axsos distal lateral femoral plate with 7 locking screws, 3 cancellous bone screws, 2 cortical screws and 3 dall miles cables, as per axsos operative technique. Patient was recovering and returning to limited activities under surgeon observation and management, at some unknown date/time the plate has broken mid shaft and patient has presented with non united fracture. It is also noted that the distal portion of the fracture has healed completely but the more proximal aspect of the fracture is showing callous and fracture healing but not united at reported consultation. Patient is booked for revision surgery (B)(6) 2013.

Event description:
After initial surgery on (B)(6)2012 for a comminuted distal femoral fracture surgeon implanted a 12hole axsos distal lateral femoral plate with 7 locking screws, 3 cancellous bone screws, 2 cortical screws and 3 "dall" miles cables, as per axsos operative technique. Patient was recovering and returning to limited activities under surgeon observation and management, at some unknown date/time the plate has broken mid shaft and patient has presented with non united fracture. It is also noted that the distal portion of the fracture has healed completely but the more proximal aspect of the fracture is showing callous and fracture healing but not united at reported consultation. Patient is booked for revision surgery (B)(6) 2013.